Event description:
Post-angioplasty, an angio-seal device was deployed. Four days later, the patient re-presented to the hospital with severe leg and back-pain, which was controllable only with opiates. Four weeks post deployment, the pain subsided and the patient was recovering.